Event description:
Per the clinic, the patient underwent two skin flap thinning surgeries (date not reported) due to report of issues difficulty with the adhesion connection with the processor coil. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 09, 2024.

Manufacturer narrative:
The correct implant details have been obtained on january 06, 2025 and updated.